Manufacturer narrative:
(B) (4). (B) (4). Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that during a gastrectomy procedure, the jaw of the device would not open after about 15th firing on the left gastric artery. A different device was used to complete the case. There were no adverse consequences to the patient. The device was discarded.